Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the connecting tube having a wrinkle. In addition to the foreign material in the nozzle, additional evaluation findings were as follows: there was deformation of the up/down knob, the adhesive on the bending section cover had a chip and a white-clouded area, the water removal ability did not meet the standard value, the adhesive around the objective lens was peeled and had a white-clouded area, the plastic distal end cover had a dent, the connecting tube had a scratch and a dent, the protector of the universal cord on the suction connector and the control section side had a scratch, the image guide protector had a scratch, switch 4 had wear, switch 3 had a scratch, the paint on the suction cylinder was peeled, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was a deformation of the insertion tube. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there was foreign material in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.